Event description:
Additional information was received that this lead was explanted during normal device change out due to evidence of noise observed. There were no adverse patient effects. A request for the return of the lead has been sent.

Event description:
Boston scientific received information that this right atrial (ra) lead triggered the lead safety switch. The pacing impedance measurements at implant were 1350 ohms; however, the measurements have now dropped to 850 ohms. There were no adverse patient effects reported and the patient is not pacing dependent. Boston scientific technical services (ts) discussed if any noise was present on the lead, which there was not. The physician elected to continue to monitoring this right atrial (ra) lead and will consider a lead revision at the time of device replacement since the device is close to elective replacement time (ert).

Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This report will be updated should additional information become available or if the lead is returned and analysis is performed.